Manufacturer narrative:
(B)(4). Batch # u93793. Investigation summary ---the device was returned with the upper jaw detached not returned and with the top of the I-blade lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the jaw broken off the device? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colon resection the jaws of the device were broken when they opened it. A similar device was used to complete the case with no patient consequences. One device will be returned.